Event description:
During investigation of customer report, data suggested that there was a possible issue with the defibrillatoin pads or pad attachment to the pt. The cause is unk. The med dir indicated that this event had no impact on the pt.